Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) and enlarged atrium for a mitraclip procedure. During the procedure, a mitraclip had single leaflet device attachment(slda) from posterior leaflet. Posterior leaflet was ruptured due to slda. Additional clip was implanted for reduction of mr to grade 3. There was no clinically significant delay. No additional information was provided.

Event description:
It was reported on (B)(6) 2025, that the patient presented with grade 4 functional mitral regurgitation (mr) and enlarged atrium for a mitraclip procedure. During the procedure, a mitraclip had single leaflet device attachment (slda) from posterior leaflet. Posterior leaflet was ruptured due to slda. Additional clip was implanted for reduction of mr to grade 3. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and the reported slda resulting in unspecified tissue injury (ruptured posterior leaflet), as noted by the physician, was attributed to tension on the device and is therefore, related to procedural conditions/user technique. Tissue injury/damage is known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.